Event description:
Additional information was received which indicated this device was emitting tones. Boston scientific technical services explained that this is normal device function for devices that exhibit a code 1003. This device remains implanted, but has been programmed off. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains implanted and is not expected to be explanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The physician opted to program device therapy off as therapy was no longer needed. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.